Manufacturer narrative:
Concomitant medical products: w4tr01 ipg, implanted: (B)(6) 2018, 439888 lead, implanted: (B)(6) 2018. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote transmission shows that a diagnostic reset/ride through power on reset (por) occurred. The device remains in use. No patient complications have been reported as a result of this event.